Event description:
Pt reported that a comparison between the pt's surestep meter and a hcp (onetouch ii) meter were 225 mg/dl (ss) and 68 mg/dl (hcp) respectively (231% diff.) No symptoms were reported. There was no allegation of harm.